Event description:
The pt was found on the floor of his room beside his bed by a nurse. The nurse called other staff to assist the pt back to bed, on assessment the nurse noted no pulse, no respiration and no response, pt expired.